Event description:
I received two allergan breast implants and about a year ago started to experience multiple symptoms. My main symptoms are fatigue and muscle/joint pain. I have also experienced memory loss/difficulty concentrating, food sensitivities (to milk/ice cream), shortness of breath, gained 20 pounds, insomnia, breast pain, easily bruising/slowly healing of wounds, vertigo, and headaches. I 100% believe this is breast implant illness. I called allergan but they are unwilling to help with explant. I just got them put in (B)(6) 2018 and I want them out now. I don't want to experience this anymore. This is debilitating and effecting my job and role as a mother. All I am asking is for allergan to assist in paying for them to be removed. Reason for use: cosmetic/hypomastia.